Event description:
It was reported that the device was not locking properly and would roll when the brake was on. It was confirmed that this was not a stryker device. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon communication with the field service representative, it was determined that the reported device was manufactured by hill-rom, not stryker. Reportability has been updated.

Event description:
It was reported that the device was not locking properly and would roll when the brake was on (reduced/inadequate brake force). No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
H3 other text : device not accessible for evaluation.